Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. On an unknown date, it was reported that the patient had multiple subcutaneous hardenings which are old infusion spots in that some hardenings/bumps are larger than other spots. The patient also reported that he had a large hardening/disk was palpable which was fiery red, warm and painful. No further information available.